Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed on the device which found that there was excessive heat in the elbow / base caused by worn bearings. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attachment device was getting hot. The reporter could not clarify whether or not the device was used in a surgical procedure. There were no delays to a surgical procedure as a spare device was available for use. There were no patient or user injuries reported. The exact date of the event was unknown, however, the reporter clarified that the event occurred during the month of april 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.